Event description:
It was reported that the port had been implanted less than a year. When the patient returned to the hospital to have the port flushed, the catheter was found broken at the connection of the port. There were no reported patient complications.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.